Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 210 mg/dl. Customer stated that the insulin squirts out during the manual prime process. The drive support disk is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to flush/loose drive support disk. No motor error alarms noted during testing. Unit had missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.